Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2013-00011 and 1058196-2013-00013. The catalog and lot number for the devices were not provided, therefore the device noted (unk enterprise enc) represents an enterprise vrd that the catalog number begins with enc. Concomitant medical products and therapy dates: two unknown prowler plus microcatheter; enterprise stent: enc452212/(B)(4).

Event description:
The patient had a wide-neck aneurysm. When the physician withdrew the prowler plus microcatheter to deploy the stent, the microcatheter could not be moved. Then he pushed the microcatheter forward and it still could not be moved. The physician withdrew the microcatheter and the stent together and changed to another similar stent and another prowler plus microcatheter to complete the procedure. An adequate continuous flush was maintained through both microcatheters. There were no damages noted on both microcatheters and the first stent prior to and after use. The first stent was able to be removed from the microcatheter, outside of the patient. The physician used great force to expose the stent out of the micro-catheter outside patient body. Due to the problem that occurred, the patient suffered thrombosis and was in a coma. Thrombolysis medication treatment was used to treat the thrombosis. The patient is deceased.